Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20-user's test strip had poor storage(car). Test strip UDI# (B)(4). Note: manufacturer contacted customer in a follow-up call on (B)(6) 2018, to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. The customer is concerned with meter to meter comparison: true metrix result obtained of 127 and hospital meter result of 76mg/dl. The expected fasting blood glucose test result range is unknown. The customer did report symptoms of feeling tired, flustered and having a headache. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification in the car. Test strip lot manufacturer's expiration date is 09/13/2019, and open vial date is (B)(6) 2018. Test strips expired based on open date. The meter memory was reviewed for previous test result history: (B)(6). Customer says that after a callback from doctor's office he decided to go to the ER because of results from blood test done to check blood sugar levels. Customer had a routine check-up earlier that day and says results came back at 36mg/dl fasting. Before going to the ER, customer says he checked his blood sugar levels after getting the phone call from his doctor's office, which was approximately 1-2 hours later, and the result was 101mg/dl (non-fasting). Customer says at the ER, later that night, blood sugar levels were checked, and result was 76mg/dl on hospitals meter and 127mg/dl on true metrix meter (back-to-back test). Customer was not admitted or given any type of treatment or medications. He was diagnosed with hypoglycemia.